Event description:
A coronary angiogram was conducted and a 99% stenosis was observed at the proximal right coronary artery (rca). And a de-novo lesion of 90% was also confirmed at the mid right coronary artery. The patient was symptomatic with elevated cardiac enzymes and thrombosis noted. To treat the thrombotic stenosis, a rotablator procedure was conducted due to heavy calcification beginning with a 1.5 burr and upsizing to a 1.75 burr. Then, pre-delation was conducted with a 3.5 x 20mm sprinter balloon at 8atm for 10 seconds at the proximal and mid rca. A 3.5 x 18mm cypher implanted at 16 atm for 30 seconds at the mid rca. Then, a 3.5 x 23mm cypher was implanted at 16atm for 30 seconds proximal to the first cypher. Both stents were overlapping each other and the second cypher fully covered the restenosed 3.0 x 18mm cypher implanted at the proximal rca. Post-dilation was conducted at the proximal rca with a 4.0 x 14mm sprinter balloon at 20 atm for 10 seconds. Post-dilation at the mid rca was not conducted. Ivus was conducted. The patient was in stable condition and was discharged from the hospital two weeks later.